Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant¿s investigation. There is no documentation supporting a possible association between the liberty cycler and the event of fluid overload and subsequent presentation to the hospital. However, a probable association exist between the event of fluid overload and the patient presentation to the hospital and the change in the patient's pd prescription, which the physician corrected by adjusting the prescription.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated that he encountered a patient line blocked message on fill 5. The patient was able to continue treatment by resetting and rebooting the cycler. After the patient completed continuous cycler-assisted peritoneal dialysis treatment (ccpd) the patient experienced a hard time breathing and presented to the hospital for treatment of fluid overload. Supporting treatment documentation revealed that the patient did not meet the criteria for increased intraperitoneal volume (iipv). During follow-up with the patient¿s nurse it was learned that the patient had his prescription changed recently, which caused the alleged event. The physician's has adjusted the patients¿ prescription to resolve the issue. Additionally, the pd nurse stated that the patient has recovered and is continuing to perform his ccpd treatment as prescribed.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined and no defects were found. Simulated testing was performed and passed all tests. The delivered fill volumes were within the tolerance for this device. Other component tests were performed and passed as expected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification.